Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention and device embolization are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition and embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition and embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. In this case, the exact cause of the device malposition and subsequent embolization is unknown. However, the movement of the valve can be attributed to the stored tension of the device. The tortuosity of the access route, fair coaxial alignment of the valve and delivery system, fair image intensifier angle (iia), and severely calcified stj could have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During the subclavian tavr procedure, the preposition of the first valve was 60/40 aortic/ventricular (a/v), and it landed 10/90 a/v. There was no paravalvular leak post deployment but there was native leaflet overhang noted. The valve then embolized into the ventricle. A second valve was successfully positioned and deployed 60/40 a/v. The first valve was pulled back into the annulus with the delivery system of the second valve. The ¿push pull¿ of the system was difficult due to the tortuosity of the access route. Stored tension in the device was the perceived cause of the valve movement. The image intensifier angle (iia) and coaxial alignment of the valve and delivery system were described as fair. The patient had moderate native leaflet calcification, moderate aortic root calcification, mild native annular calcification, and severe sinotubular junction (stj). The patient also had a porcelain aorta.